Event description:
A cholecystectomy was performed with a laparoscopic l-shape hook electrode. Upon surveying the field when the operation was finished, a burn on the left lobe of the liver was noted. The burn location was in a region remote from the operative field. Following the procedure, the device was examined and a hole (less than 1 mm diameter) was visible in the insulation approximately 5 cm from the tip.

Event description:
A cholecystectomy was performed with a laparoscopic l-shape hook electrode. Upon surveying the field when the operation was finished, a burn on the left lobe of the liver was noted. The burn location was in a region remote from the operative field. Following the procedure, the device was examined and a hole (less than 1 mm diameter) was visible in the insulation approximately 5 cm from the tip.